Event description:
It was reported during a difficult insertion the PICC became caught in obstruction. On removal of wore noted to be broke. Xray showed wire in PICC. PICC removed and wire removed successfully.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2588 showed no other similar product complaint(s) from this lot number.